Event description:
The customer reported that during a pacemaker box change procedure and after using the electrosurgical pencil for a time, sparks/crackles were heard by the circulating nurse. The doctor was alerted to a smell and saw a fire. The doctor removed the top layer of drape which ignited the layer below. This layer was then removed. The burns were mixed depth to upper chest, top backside of arm and back of neck, with some hair loss and singeing. As of the 9th of december, the burns to patient continue to be treated in the hospital's burn unit. Prep used for patient was hydrex 2% alcohol, chlorhexidine gluconate solution. The patient area where this was applied is area where burns occurred. They believe the diathermy unit is not responsible for incident and that it was combination of an alcohol prep not being dry and a pencil spark. Machine was set to 40/40 pure cut/dessicate coag. The doctor had prepped patient according to protocol.

Manufacturer narrative:
(B)(4). The pencil was disposed of by the site. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. The IFU states: warning: fire/explosion hazard. The following substances will contribute to increase fire and explosion hazards in the operating room: flammable substances (such as alcohol based skin prepping agents and tinctures).